Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: fallopian tube'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('abnormal bleeding(vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding(vaginal, menorrhagia)') and menometrorrhagia ('menometrorrhagia') in a 33-year-old female patient who had essure (ess205) (batch no. 623191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, polymenorrhea, dysmenorrhea and lower abdominal pain. Concurrent conditions included knee pain, pain in extremity, difficulty in standing, difficulty in walking, asthma and diabetes. Concomitant products included calcipotriol (calcipotriene) since january 2019, cefdinir, diclofenac, ibuprofen, loratadine, metformin since (B)(6) 2019, paracetamol (tylenol) and salbutamol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced nausea ("nausea"). In 2007, the patient experienced cystitis ("hormonal changes infection (bladder/urinary tract/vaginal) type: bladder") and urinary tract infection ("hormonal changes infection (bladder/urinary tract/vaginal) type: urinary tract infection"). In 2008, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), menometrorrhagia (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced alopecia ("my hair is falling out/my hair is falling out") and loss of libido ("psychological or psychiatric problems condition: I can't keep my husband happy, can't have sex/lack of sex drive") and was found to have body temperature fluctuation ("temperature fluctuation"). In 2010, the patient experienced migraine ("migraines / headaches"). In 2011, the patient experienced the first episode of rash ("rash on breast and chest"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("migraines / headaches"), the second episode of rash ("rashes or skin conditions type: breast and chest") and uterine enlargement ("sure my uterus is enlarged"). The patient was treated with antibiotics, duloxetine, ketoconazole and surgery (minerva endometrial ablation ((B)(6) 2019), hysterescopy with d & c.). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, menometrorrhagia, female sexual dysfunction, cystitis, urinary tract infection, headache, migraine, nausea, alopecia, the last episode of rash, loss of libido, uterine enlargement, body temperature fluctuation, anxiety, depression, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, body temperature fluctuation, cystitis, depression, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menometrorrhagia, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, uterine enlargement, vaginal haemorrhage, the first episode of rash and the second episode of rash to be related to essure (ess205). The reporter commented: 1-2 trailing coils on the left and 1-2 trailing coils on the right after placement of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2007: total bilateral occlusion. Tubes were blocked. Concerning the injuries were reported in this case, the following ones were described via social media: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 3 & 4 were processed together. Pfs received- new events menometrorrhagia, temperature fluctuation, anxiety, depression, rash on breast and chest, dyspareunia (painful sexual intercourse) and bladder or urinary problems or changes were added. Event onset date was added. Medical history,concomitant drugs and lab data were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (ess205) (batch no. 623191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included knee pain, pain in extremity, difficulty in standing and difficulty in walking. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("hormonal changes infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("hormonal changes infection (bladder/urinary tract/vaginal) type: urinary tract infection"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("my hair is falling out/my hair is falling out"), rash ("rashes or skin conditions type: breast and chest"), loss of libido ("psychological or psychiatric problems condition: I can't keep my husband happy, can't have sex") and uterine enlargement ("sure my uterus is enlarged"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, cystitis, urinary tract infection, headache, migraine, nausea, alopecia, rash, loss of libido and uterine enlargement outcome was unknown. The reporter considered alopecia, cystitis, device dislocation, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, rash, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 1-2 trailing coils on the left and 1-2 trailing coils on the right after placement of the essure device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-may-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (ess205) (batch no. 623191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included knee pain, pain in extremity, difficulty in standing and difficulty in walking. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("hormonal changes infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("hormonal changes infection (bladder/urinary tract/vaginal) type: urinary tract infection"), headache ("migraines/headaches"), migraine ("migraines/headaches"), nausea ("nausea"), alopecia ("my hair is falling out/my hair is falling out"), rash ("rashes or skin conditions type: breast and chest"), loss of libido ("psychological or psychiatric problems condition: I can't keep my husband happy, can't have sex") and uterine enlargement ("sure my uterus is enlarged"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, cystitis, urinary tract infection, headache, migraine, nausea, alopecia, rash, loss of libido and uterine enlargement outcome was unknown. The reporter considered alopecia, cystitis, device dislocation, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, rash, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 1-2 trailing coils on the left and 1-2 trailing coils on the right after placement of the essure device. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs &mr received: case has been upgraded to valid and incident due to special events genital hemorrhage, menorrhagia, vaginal hemorrhage, female sexual dysfunction, bladder disorder, uti, device dislocation, headache, migraine, nausea, alopecia, psychosexual disorder & uterine enlargement were added. Reporter's were added. Patient's date of birth and demography were added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.